Event description:
It was reported by service report that the weight was not accurate on the scale. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed out of calibration.